Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath, chest discomfort, vomiting, and moderate pericardial effusion. The right ventricular lead was noted to have high threshold and was found to have perforated the heart. The patient had developed pericardial tamponade and pericardiocentesis was performed. The right ventricular lead was explanted and replaced. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.